Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. Inspection of the fluid path revealed a tear in the unexposed portion of the soft cannula from which fluid was seen leaking from. Due to the internal tear, the exposed portion of the soft cannula could not be tested for leaks. The cause of the reported leaking during wear complaint could not be determined. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours on the arm when insulin began leaking. Additionally, the infusion site was noted to be red. As treatment, a new pod was placed.